Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 1 mg/ml and dilaudid (hydromorphone) 3 mg/ml at unknown doses via an implanted pump for non-malignant pain. It was reported by the healthcare provider (hcp) that the patient had a back surgery on (B)(6) 2023 and the surgeon 'messed up the catheter'. The hcp stated 'the surgeon fixed the hole on the dura and did a fusion l2 to s1'. The hcp also stated that the patient was supposed to come in for a refill today but the 'catheter is not in the spine'. Technical services reviewed option to discontinue therapy or permanent shutdown. The hcp was able to select permanent shutdown . The hcp then stated that the patient 'is doing good after the surgery but was noted his pain was not controlled'. Technical services provided code to shut the pump off. Additional information was received from a healthcare provider (hcp) reporting the patient's weight as 210 pounds and 6 ounces. It was also reported that the patient's back surgery was not related to the device, therapy, and/or implant procedure. It was reported that the patient's catheter was rendered not viable and was removed. The pump was set to permanent shutdown and the patient's pain was controlled on oral medications.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc. Lot#: serial#: (B)(6). Implanted: (B)(6) 2011. Explanted: product type: catheter section d. Information references: the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 02-feb-2013, UDI#:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.